Manufacturer narrative:
Multiple attempts to contact the hospital to obtain additional information was performed. However, no new information has been provided. It is unknown if the device was placed in the ivc as intended or if an issue occurred that cause the device to be placed in the ivc and not in the intended position.

Event description:
As reported by patient implant registry, the implanting information showed that a 26mm sapien 3 valve was placed in the inferior vena cava (ivc). The cause of the placement is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.